Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) inappropriately diagnose the episode recorded. No programming changes were made. The patient was stable throughout.